Event description:
As reported, there was an unstable signal obtained from the catheter when using a vigilance ii monitor; neither svo2 nor pressure curves were displayed (flat pressure curve on the screen). In addition, there were inaccurate values being displayed. The patient was not injured or treated inappropriately by using unstable data from the monitor. No other details have been provided.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned and evaluated. The monitor passed all performance tests without issue. Unfortunately, the reported event could not be replicated. No further actions are being taken at this time

Manufacturer narrative:
Additional manufacturer narrative: the device evaluation is anticipated but has not yet begun; the device has not yet been received for evaluation. Any additional information learned will be submitted in a supplemental report. No further actions possible at this time.